Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a blood glucose value of 560 mg/dl. The customer reported treating the high with a manual injection of insulin. The customer wanted to know what would happen due to an occlusion, and the helpline answered the question. The customer was unable to complete high blood glucose troubleshooting at the time of the call. Three days later the customer called the helpline back to follow up. Troubleshooting found the insulin pump apparently working as designed. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional, and to contact them about the recent high blood glucose values. An infusion set with a shorter cannula was sent to the customer. No further information was provided.